Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the patient brought back the fractured restoration (abutment from tooth site #44) with the crown in his hand. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D10. Concomitant medical products. Scts, scr fixation replace spec tra-cone & tapered abu lot number unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) 15at312, (15 deg taper 3.5p,1mm-2mm) for evaluation. Visual inspection was performed. Retuned abutment observed to be fractured. Retaining scts screw was also returned fractured. DHR review was completed for the subject lot number 2120019714. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120019714 for similar events and no other complaints were identified. Review completed utilizing keywords: ¿dental: functional: fracture: abutment¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment subjected to occlusal loading. Therefore, based on the available information, a device malfunction has occurred. Abutment was observed to be fractured. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.